Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that the catheter model number was n ot available in registration. The serial/lot number, implant date and explant date of the catheter was not provided. It was stated that the patient was advised that she requested the hcp/doctor to return and he had not. It was unknown if the device had been returned and that the hcp had possession of the device.

Event description:
Information was received from a foreign consumer and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the patient had called to report that she felt the device was faulty and her doctor told her that it was her body and not the device. The implant kept coming apart from the pump and hydromorphone would leak into her body and make her very sick. The patient stated she had 5 surgeries in total to correct this and each time it was the same issue. The hcp advised the patient that it was her body rejecting the device. The patient did not agree and asked the doctor to return the device for analysis several times. It was unknown if diagnostics/troubleshooting was performed. Actions/interventions taken included the device being removed during the 5th revision to correct the catheter and pump placement. The patient was put on hydromorphone medication due to withdrawals and reported being very sick. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781. Lot# 0210898298. Implanted: (B)(6) 2016. Product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 0210898298, ubd: 2018-feb-02, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the catheter was (B)(6) 2016. Regarding the cause of the pump having been explanted, recurrent seromas / mobile pump affecting quality of life was indicated. It was further reported that pump replacement for elective replacement indicator (eri) had occurred on (B)(6) 2023. A pump revision due to recurrent seromas occurred on (B)(6) 2023. Another pump revision occurred on (B)(6) 2023 for recurrent seroma and displacement/flipping of the spina pump. Another pump revision for recurrent seroma, displacement / flipping of the spinal pump occurred on (B)(6) 2024. The pump was explanted on (B)(6) 2024 due to recurrent seromas affecting quality of life. The pumpwas not malfunctioning and there were no noted issues with the spinal pump. The catheter was not explanted and remained in situ. The catheter was ligated using clips on (B)(6) 2024. The pump was disposed of in recycling by the healthcare provider.